Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the complaint device revealed that the exit marker was bunched up on the device and the catheter was found to be cut. The noted failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic papillary large balloon dilatation (eplbd) procedure performed in the papilla on (B)(6) 2016. According to the complainant, during withdrawal of the balloon through the endoscope, severe resistance was encountered, and the shaft stretched. The procedure was completed with another cre wireguided. There were no patient complications reported as a result of this event. Investigation results revealed that the exit marker as bunched up, therefore this is now an MDR reportable event.